Event description:
The customer reported machine did not alarm when the blood oxygen band fell off when the patient monitor was used for the child. The device was in use on a patient at the time of the event, there was no patient/user injury/harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6). E2: reporter phone number: (B)(6).

Manufacturer narrative:
D4: UDI is unknown as serial number was not provided for this complaint. If information is provided a supplemental report will be sent.

Manufacturer narrative:
The cause of the reported problem was a faulty blood oxygen probe. There is no information if the malfunctioning probe is a philips product, nor any additional product information was provided. The hospital equipment department replaced the probe and the equipment returned to normal use. However, the issue was not caused by a malfunction of the intellivue mp5, but of a malfunctioning blood oxygen probe of unknown origin. H3 other text : no additional information.